Event description:
It was reported that the patient presented in clinic. It was found that their implantable cardioverter defibrillator (ICD) delivered inadequate high voltage therapy which failed to convert the patient back to sinus rhythm. Programming changes were made to resolve the issue. The patient's status was unknown.